Event description:
A report was received stating that the insulation from the introducer peels back and exposes too much electrode, potentially resulting in lesions of unwanted size or location. This incident caused the generator to display an error message, preventing the procedure from proceeding. The introducer was replaced and the procedure was successfully completed. There was no pt impact or injury. Please not that kimberly-clark healthcare own this product line, and have reported an MDR for this incident under mft report number: 1033422-2014-00006.

Manufacturer narrative:
The review of the device history record is pending. If any add'l relevant info is identified following completion of the DHR review, the add'l relevant info will be submitted in a follow-up report. The device has not yet been returned to the MFR for analysis; therefore, the root cause has not been determined for this event. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.